Event description:
It was reported that the battery level of this subcutaneous implantable cardioverter defibrillator (s-ICD) was decreasing faster than expected. Technical services (ts) analyzed device disk analysis and confirmed power consumption was increasing in a gradual fashion. Replacement was recommended. No adverse patient effects were reported. Currently, this device remains in service.

Event description:
It was reported that the battery level of this subcutaneous implantable cardioverter defibrillator (s-ICD) was decreasing faster than expected. Technical services (ts) analyzed device disk analysis and confirmed power consumption was increasing in a gradual fashion. Replacement was recommended. No adverse patient effects were reported. Currently, this device remains in service. Per additional information received, this device was explanted for battery depletion and replaced with a new s-ICD. No additional adverse patient effects were reported. As of today, this device has not been received by boston scientific for analysis.